Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference test strip UDI#:(B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 187mg/dl. The customer's expected fasting blood glucose test result range is 85 to 98mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the bedroom. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 127 and 115mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is 11/01/2016. The meter memory was reviewed for previous test result history (date / time not set): 132mg/dl (B)(6) 2016 12:01 pm fasting: yes; 131mg/dl (B)(6) 2016 06:45 am fasting: yes; 158mg/dl (B)(6) 2016 06:43 am fasting: yes; 187mg/dl (B)(6) 2016 06:42 am fasting: yes; 129mg/dl (B)(6) 2016 06:28 am fasting: yes. Customer changed exercise routine; customer used to walk two miles and now he does not exercise as much.